Event description:
It was reported that the session report showed there was high impedance on the left ventral intermediate nucleus (vim) on contacts 9 and 10. Monopolar contact 9 - 9,078 and 10 - 13.4k and bipolar contacts 8/9 - 9 ,971, 8/10 - 14.6k, 9/10 - 26.4k, 9/11 - 9,877, and 10/11 - 11.4k. The implantable neurostimulator (ins) was at elective replacement indicator (eri) and was replaced on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the high impedance were detected at the beginning of the replacement procedure when the ins was read out to transfer the data to the new ins. The high impedance has not affected the therapy to date. The healthcare provider (hcp) saw no need for further troubleshooting at this time. The root cause was not determined; unknown. The high impedance did not change after the replacement (connecting the new ins).the issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.